Event description:
During a polypectomy, the physician used an instinct endoscopic hemoclip. It was reported that the physician was unable to deploy the clip correctly as it would not close. The clip was removed and the procedure was completed with another clip. There was no reportable information at this time. The device was received (B)(6) 2022 and the drive wire was broken and the clip was deployed in the open position. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: the product said to be involved was returned in a clear pouch, the lot number was not provided with the device. Also included in the return was a used competitors clipping device. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The clip has been deployed in the partially open position and was included in the return. An attempt was made to advance the drive wire out of the cath attach/coil catheter for functional testing; however, the drive wire appeared to get stuck in the cath attach. During a visual inspection of the distal end, the drive wire was visible through the slots of the coil cath, when the handle was retracted slightly towards the closed position, the hook end of the drive wire was observed to be broken. The broken piece of the drive wire hook was not included in the return. A close visual inspection of the deployed clip and all other distal end components showed not other anomalies. The broken drive wire is an indication that a significant force has been applied to the handle of the device in the deployment direction. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the complaint was confirmed based on the condition of the returned device. The hook end of the drive wire was broken and the clip was deployed in the partially open position. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire. The instructions for use instruct the user to "verify smooth handle operation and clip action." The instructions for use state, to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.